Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a stenting procedure, the stent delivery system (sds) would not cross the lesion. The express biliary ld premounted stent system was advanced to the target lesion in the ostial superior mesenteric artery. The sds would not cross the lesion. The procedure was not completed due to another reason. The pt's condition was reported as "stable". However, device analysis revealed the stent had moved on the balloon.

Manufacturer narrative:
(B)(6). Visual and tactile examination found no damage to the shaft of the device. The balloon was folded and wrapped around the shaft. The stent was securely crimped, but had moved out of position as it was overlapping the proximal end of the distal markerband. An impression in the balloon shows the stent was crimped in the correct location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).